Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 11am. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual management routine. About 4-6 hours after the start of the alleged issue, the patient claims he felt symptoms of tired, frequently going to the bathroom and dizziness. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.